Event description:
Customer reported that usb port damage affected the ability to charge their pump. There was no reported impact to the customer¿s blood glucose level. No action was required as the customer declined troubleshooting and a callback.